Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 event suggests the device broke as a result of overload conditions. Additional information : 1 device is labelled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device broke during a posterior spinal fusion revision surgical procedure. There was patient involvement. There was no patient impact.